Event description:
It was reported that during use for a training, when the position button was pressed, the arm cart assembly (aca) light emitting diode (led) turned off and an arm communication error occurred on the tower. The problem was not resolved even when restarting the arm so a fault detection circuit (fdc) reset was done to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H2) additional information: b3 (date of event), b5 (event description), d4 (UDI #) h3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly and tower 120v in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly light emitting diode (led) disappeared when the position button was pressed. An arm communication error occurred on the tower. It was found that the arm cart did not start up. The fault detection circuit (fdc) was reset and then the arm cart started up. Operation was performed using the position button. The event could not be reproduced, so the system will be monitored. Evaluation of the logs indicated that there was a functional isolation issue with arm cart assembly 2. An error code for 'functional isolation failure' was triggered by the fdc when it detects an isolation break in the arm cart assembly power supply. As the arm cart shutdown, the tower lost communication with the arm cart, leading to the communication error message. The communication error was not related to the tower. Running the fdc script resolved the issue, indicating the issue was intermittent or a false trigger. The logs cannot detect a reason for the isolation break. The hybrid cable should be inspected for any damages. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a fdc trigger issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during start-up specialist use, when the position button was pressed, the arm cart assembly (aca) light emitting diode (led) turned off and an arm communication error occurred on the tower. No patient information was provided.